Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was having issues working their device - an issue was reported with the lockout valve on the pump. During an in office visit, the physician attempted to troubleshoot the device, but had no success. A revision surgery was performed to explant the device. When the device was removed, no issues with functionality were reported. The pump was replaced with another inflatable device.